Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side from the threads to the case seal. No battery or cartridge caps were returned with the pump. A test battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; damaged batter compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.